Manufacturer narrative:
(B)(4); upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection found slight electrocautery damage only on the surface of the electrode. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that the patient received two inappropriate shocks due to t-wave oversensing. It was noted that the patient was exercising and out of breath at the time of the shocks. Boston scientific technical services (ts) was consulted and discussed programming options. An exercise test was performed and optimization was performed. An x-ray was taken and no change was seen in the implant location. Eight months later the patient received another inappropriate shock due to t-wave oversensing. It was noted that the patient has a bundle branch block that intermittently changes the morphology and then reduces the r-wave amplitude. Subsequently the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were explanted. No additional adverse patient effects were reported.